Event description:
It was reported that after an uneventful pre-dilatation of the lesion, subsequent advancement of the stent delivery system (sds) and inflation of the balloon with a pressure of 10 atm, using the same inflation device as before during pre-dilation; there were no unusual observations. After deployment of the stent, with the stent expansion reported to be uniform, it was not possible to deflate the balloon. Neither was it possible to advance or retract the sds. So the balloon was inflated to an extent that it would burst. After the balloone rupture, the sds was retracted without further difficulties. Reportedly, the pt suffered from chest pain towards the end of the procedure, but blood pressure remained stable. After completion of the procedure, no further pt effects were reported.